Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remote via merlin.net transmission, myopotential oversensing was observed. Isometric testing was performed in clinic, and myopotential oversensing was confirmed. Programming changes were made. The patient was stable.